Event description:
Surgeon reported that a revision procedure on a charite patient. The device was explanted due to anterior displacement of the inferior endplate and pain. Slight migration was noted at 3-months post-op. Patient was reported to have good bone quality and no known trauma. Surgeon has requested taht the disc be sent to a pathologist for evaluation.

Manufacturer narrative:
Device and tissue sample was sent to pathologist for an independent evaluation. Device may be returned to depuy spine in the future at which time an evaluation will be completed. Root cause cannot be determined at this time. At this time connection can be made between the reported event and any shortcomings of the device.